Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced symptoms of being hot, sweaty, dizzy and had cramps when the cgm was displaying high. The patient did not have a glucometer to check their blood glucose during the time of the event. The cgm continued to display high with no values which led the patient to think the cgm was inaccurate. The patient called for an ambulance and was taken to the hospital at 12:30am. When the patient arrived at the hospital, the medical practitioners checked their blood glucose reading and the meter displayed 700mg/dl. The patient was administered insulin and IV fluids. Additionally, an x-ray was performed and a stress test for the patient's heart. The patient mentioned they think they were also provided calcium pills. The patient remained in the hospital for four days and was discharged on (B)(6) 2022 at 12:30pm. The patient arrived home at around 1:00pm and was feeling normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).